Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to open or remove packaging material.

Event description:
Sales representative reported ¿issues with the paper peeling off, causing sterility issues with the implant¿ and could not be opened. Later healthcare professional reported "the outer shrink wrap plastic and box were undamaged. The nurse peeled the paper (thermoform seal) from the clam shell, and it only partially separated from the plastic shell, leaving behind paper still fused to the outer clam shell. The outer thermoform seal did not appear damaged before opening on either shell. I personally tried to extract the inner clamp shell from the construct; however, the paper did separate, and I was unable to extract the sizer without contamination.". Device was not implanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ tyvek or thermoform sticking: observed delamination of inner and outer lid through visual inspection. None of the other observations performed during the device analysis (deformation, wear abrasion and creases) is found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Sales representative reported ¿issues with the paper peeling off, causing sterility issues with the implant¿ and could not be opened. Later healthcare professional reported "the outer shrink wrap plastic and box were undamaged. The nurse peeled the paper (thermoform seal) from the clam shell, and it only partially separated from the plastic shell, leaving behind paper still fused to the outer clam shell. The outer thermoform seal did not appear damaged before opening on either shell. I personally tried to extract the inner clamp shell from the construct; however, the paper did separate, and I was unable to extract the sizer without contamination.". Device was not implanted it was returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, e1, e2, e3, g2, h6.

Event description:
Sales representative reported ¿issues with the paper peeling off, causing sterility issues with the implant¿ and could not be opened. Later healthcare professional reported "the outer shrink wrap plastic and box were undamaged. The nurse peeled the paper (thermoform seal) from the clam shell, and it only partially separated from the plastic shell, leaving behind paper still fused to the outer clam shell. The outer thermoform seal did not appear damaged before opening on either shell. I personally tried to extract the inner clamp shell from the construct; however, the paper did separate, and I was unable to extract the sizer without contamination.". Device was not implanted.